Event description:
The humidifier was not heated up during the pre-use inspection. When using the ventilator, it was found that the humidifier could not be heated up. (B)(6) made in december 06, 2017. The machine returned to normal use after the engineer replaced the humidifier. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).